Manufacturer narrative:
Concomitant medical products: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was located at lead incision site.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related and the caused was unknown. It was reported that the patient had local site incisional infection and no symptoms were noted. No further information could be obtained.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.